Manufacturer narrative:
On february 17th, 2025 apifix concluded the product investigation. The explanted device was returned to orthopediatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. The device was obviously fractured at the superior end of the mid-c implant at the spherical housing. The fracture appeared to be caused by fatigue. The distal spherical ring showed minimal signs of wear. The wear analysis portion of retrieval and analysis protocol (dms-5587) was not conducted because the cause of failure was obvious, device fracture.

Event description:
On (B)(6) 2024, during monitoring of the pas, apifix identified that at a on (B)(6) clinic visit patient#: (B)(6) (pas#: 086-a027) reportedly had a broken implant. Specifically, "superior rod breakage". It was further identified that the patient had left shoulder pain, hearing and feeling a popping sensation near her left upper shoulder. Patient underwent apifix exchange on (B)(6) 2024.

Manufacturer narrative:
Investigation: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures,and shipped according to manufacturer's specifications. Surgeon, information analysis: on (B)(6) 2024, dfring monitoring of the pas, apifix identified that at a on (B)(6) clinic visit patient#: (B)(6) (pas#: 086-a027) reportedly has a broken implant. Specifically, "superior rod breakage". It was further identified that the patient has left shoulder pain, hearing and feeling a popping sensation near her left upper shoulder, patient underwent apifix exchange on (B)(6) 2024. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment. Implant breakage is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally. The risk of broken rod - implant breakage has been assessed and found to be acceptable. The risk has been quantified, characterized, and documented as acceptable within full risk assessment. Explanted device was returned to manufacturer. A failure analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.